Manufacturer narrative:
Date of event: exact date unknown, event occurred about four weeks ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5087243.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on both leads. Multiple reprogramming's were attempted, however, unsuccessful. It was also noted that the patient had undesired stimulation in the stomach and rib cage. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-2317-50, sn (B)(6). The returned lead was analyzed and a visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 centimeter from the set screw mark of the clik anchor. There were no exposed cables at the fracture location. The lead got kinked after it exited the clik anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the high impedances was confirmed. It appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on both leads. Multiple reprogrammings were attempted, however, unsuccessful. It was also noted that the patient had undesired stimulation in the stomach and rib cage. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively.